Event description:
Pulmonetic systems, inc. Received the following report. Event occurred in pt's home. Mom states can see high pressure alarm flash visually on led however no audible alarm heard (with no breath delay). Accessories : humidifier. Power source: ac.